Manufacturer narrative:
The evaluation noted the scope passed the water leak test. The scope was repaired and returned to the user facility. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that a customer evis exera ii ultrasound gastro-videoscope was returned due to a "tear by the transducer" that was first observed during installation. Upon inspection and testing, the scope was found to have a chipped/missing piece (reportable) from the pink colored rubber probe unit. No patient involvement or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the chipped/missing piece from the pink colored rubber probe unit likely occurred from external force applied to the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.